Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep had a revision of constrained liner that had been cemented into a cup. Left hip was revised due to instability of soft tissue ligaments. Cup and head were revised.